Event description:
A report was received that the patient experienced a different stimulation sensation on the right side than on the left side. The patient stated that the sensation was more sharp despite tolling lead and changing pulse width, rate, and frequency. The patient underwent a lead revision procedure and the lead was repositioned. The patient now has good coverage on the right side and was doing well post-operatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model: sc-2366-50, serial/lot: (B)(4), description: inear 3-6 lead 50 cm. A review of the manufacturing documentation for the leads sc-2366-50 (serial number: (B)(4) and (B)(4)) revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient experienced a different stimulation sensation on the right side than on the left side. The patient stated that the sensation was more sharp despite tolling lead and changing pulse width, rate, and frequency. The patient underwent a lead revision procedure and the lead was repositioned. The patient now has good coverage on the right side and was doing well post-operatively.